Event description:
It was reported that customer received a failed battery. Customer reports that screen went blank. Customer's blood glucose was 210 mg/dl. After troubleshooting, it was found that battery compartment was corroded. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test after a battery change due to a corroded battery tube. No blank display was noted. The operating currents could not be tested due to the failed battery test alarm. The insulin pump was received with a stained end cap sticker, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. No label wear or fade was noted.